Event description:
It was reported that during an laparoscopic endometriosis resection procedure, the tip of the device was broken off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that the device failed electrical safety check - "it is leaking current" per biomed.

Manufacturer narrative:
Customer complaint was confirmed. Unit failed safety test per (B) (4) at " protective earth continuity " as measuring 18.50 ohms. Measuring should be 0.1ohms. Found 4 nuts securing ground stud and power supply chassis to rear panel under torque. Note: complaint re-opened to correct the specification from 10.87 ohm to 0.1 ohm

Manufacturer narrative:
Evaluation summary: unit failed safety test per (B) (4) at " protective earth continuity " as measuring 18.50 ohms. Measuring should be 10.87ohms. Found 4 nuts securing ground stud and power supply chassis to rear panel under torque.